Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report an issue with the sensor. Customer reported that during insertion he noticed that the sensor needle was missing. Customer's blood glucose at the time of the incident was 126 mg/dl. Product is not expected to return.